Manufacturer narrative:
Patient underwent a revision procedure on (B)(6) 2019, where construct was removed with no issues. No patient injury reported.

Manufacturer narrative:
No product has been returned for evaluation as it was left in-situ. No radiographs or images were provided to confirm the alleged event. No revision procedure has been planned at this time. Reportedly, the product may have been compromised during the procedure. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."patient education: ''the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Post-operative warnings: ''damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications." No product returned, as it is in-situ.

Event description:
A patient underwent an unknown procedure where a modulus cage was placed. On an unknown date, postoperative radiographs noted that the caged had migrated anteriorly. A revision procedure is being planned but has not been confirmed. No patient injury has been reported.